Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd eclipse¿ blood collection needle with luer adapter was found malfunctioning on three separate patients as " the needles seem to stick and drag causing discomfort and sliced puncture sites on the patient." There was no report of exposure, or medical intervention needed "just bruising and odd scrapes from the puncture site."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and what appears to be a cut on a patient's arm was observed. Additionally, evaluation and testing of the customer samples was performed and no needle point issues were observed and all samples met required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode with the incident lot was observed. Additionally, evaluation and testing of the customer samples was conducted and needle point issues were not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.